Manufacturer narrative:
Updated fields: g1(contact person ¿ mfg site), h6 (type of investigation, investigation conclusions). Corrected field: h3 (device not eval provide code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no.: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that iab catheter the radiopaque markers were at each end of the balloon membrane on prior chest films, but later the markers are at nearly the same level. The patient is stable, and there is no harm or injury reported.